Event description:
The customer reported that during a radical cystectomy, the device would no longer open while on tissue. No further information has been made available as to how the device was removed from tissue. There was no patient injury. An additional device within the same surgery had the same reported issue and can be found on MFR. Report # 1717344-2010-00167.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.